Event description:
Customer called to report that chemistry cartridge (cc) reagent probe b of the unicel dxc 600 synchron system was leaking. The instrument continued to leak from the wash collar after the instrument was shut down and re-booted. Customer stated that erroneous patient results were generated, but that the results were not reported out of the laboratory. The system was then shut down, and no further testing was performed. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The field service engineer (fse) inspected the instrument and replaced the vacuum valve solenoid, which resolved the issue. Calibration and quality controls were run, the results of which returned within specification. The fse then verified instrument performance to ensure that the services performed effectively resolved the issue. The root cause of the issue was the vacuum valve solenoid.

Manufacturer narrative:
(B)(4).